Event description:
Healthcare professional clarified it was baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, and white/green particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety-product/procedure.

Event description:
Patient reported a right side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device remains implanted.